Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a drain complication alarm. During the call the pdrn reported that the patient was experiencing peritonitis, characterized by the presence of cloud peritoneal effluent fluid. Subsequent attempts to obtain additional information regarding the patient have thus far proven unsuccessful. The requested information includes but not limited to the patient¿s machine information, discharge summary, treatment record(s) and patient demographics.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A probable temporal relationship exists between ccpd therapy utilizing the liberty cycler, fmc cassette and the adverse events of cloudy peritoneal effluent fluid and peritonitis, which warranted hospitalization. Limited additional information precludes an extensive and meaningful investigation. The etiology of the events is currently unknown, and the patient¿s liberty cycler and fmc cassette are unavailable for manufacturer evaluation. Based on the totality of the information available, the liberty cycler and fmc cassette cannot be excluded from having a possible causal or contributory role in the events. Given the lack of product/device availability, and the absence of a discharge summary, treatment record(s) and detailed follow-up. There is insufficient evidence to disassociate the liberty select cycler or fmc cassette from the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a drain complication alarm. During the call the patient reported experiencing peritonitis,characterized by the presence of cloud peritoneal effluent fluid. Subsequent attempts to obtain additional information regarding the patient have thus far proven unsuccessful. The requested information includes but not limited to the patient¿s machine information, discharge summary, treatment record(s) and patient demographics.